Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 close all clamps. The patient was not connected during the incident. Fluid leaked from the tubing onto the floor and onto the cart of the cycler. The patient was not in the room when then leak occurred. The patient advised they had finished treatment and got to the point of closing the clamp and had closed the clamps and left the room. When they came back, there was fluid leaking and the cycler had powered down on its own. The patient could not get the cycler to power on. The display was blank. There was not a power outage or outlet issue. Power cord was securely plugged in. There was not a sound when ok/stop buttons were pressed. The patient switched the cycler on and there were no lights on the stop, ok and up/down keys. The patient was advised to discontinue use of this cycler and the cycler was replaced due to can't turn on cycler. Th patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. At least one full treatment had been completed with this cycler. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow-up, the pdrn stated a fluid leak was discovered during tx complete - step 9 of treatment after treatment was completed and after clamping off tubing lines. Per pdrn the patient reported fluid was discovered leaking from somewhere along one of the tubing lines immediately below the cassette. The exact location of the leak was not specified. Per pdrn the patient did not reported fluid in the pump module area or leaking from the external of the cassette. No fluid came into contact with the cassette door area. The patient did not perform continuous ambulatory peritoneal dialysis (capd) and did not perform manuals pending delivery of the replacement cycler. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.